Event description:
It was reported that the customer was treated by the paramedics after being found unconscious, with a blood glucose reading of 25 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. Assisted the caller in programming a new basal rate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.